Event description:
It was reported from a hospice facility, that the pt had expired. The cause of death was not reported. No other info was provided. A follow-up report will be sent if additional info becomes available.